Event description:
I am a public health nurse, when giving an injection of risperdal consta which comes in a kit which includes dry sterile powder and solution in a syringe as well im needles, the im needle came off while giving the injection. No matter how much I tightened the needle to the syringe, it would start to unscrew itself as I watched. I have had this problem several times and have discussed this with the reps who acknowledged this was a problem, but are having difficulty correcting. I give 15 to 20 injections weekly, and this is an ongoing event which could cause tissues damage at the worst at the least, it might keep a psychiatric pt from trusting the med treatment and increase non compliance. As I said, it has happened with multiple kits but his kit lot # is 9ja652, exp 01/12. Dose or amount: 50 mg per 2 ml, frequency: give every 2 weeks, route: im. Dates of use: 2009. Diagnosis or reason for use: schizophrenia.